Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that patient's implantable cardiac monitor exhibited intermittent undersensing. It was noted that the device was measuring normal r wave measurements, but that intermittent sensing dropout was observed. No further information was reported.